Event description:
It was reported that the fiber was broken.

Event description:
It was reported that during the stone procedure the fiber was broken when it was removed from the packaging. A second fiber was used to complete the procedure without any clinical consequences to the patient.

Manufacturer narrative:
Correction made to d3 manufacture name, manufacture address, manufacturer city, manufacturer zip/postal code, manufacturer country, manufacturer email, g1 MFR site facility name, MFR site address 1, MFR site city, MFR site state, MFR site zip, MFR site country, MFR site phone, h6 evaluation conclusion code.

Event description:
It was reported that during the stone procedure the fiber was broken when it was removed from the packaging. A second fiber was used to complete the procedure without any clinical consequences to the patient.